Event description:
A physician reported that reported that the iol was replaced with a single focus lens due to poor vision after surgery. Additional information has been requested and received stating that the patient complained that the vision was not clear, so the lens was replaced with a monofocal lens. After the replacement, the patient's vision was clear and no problems were noted; the suspect model lens, extended range of vision lens may not have suited the patient. Age may have been a contributing factor.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The iol was returned for analysis. No device returned. Iol returned adhered to surgical material. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. The reporter stated: "the patient complained that the vision was not clear, so the lens was replaced with a monofocal lens. After the replacement, the patient's vision was clear and no problems were noted; the vivity, extended range of vision lens may not have suited the patient. Age may have been a contributing factor". The root cause for the reported complaint could not be determined. As per the reporters comments the exchange to a monofocal lens, may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).